Event description:
It was reported that the pump inverted, and was revised surgically. There were no associated patient symptoms and the patient recovered without sequela. The pump was used to administer morphine. A follow up report will be submitted if additional information become available.